Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an aneurysm. It was reported that it was difficult to release the pipeline from the capture coil during procedure. The pipeline eventually release and was implanted in the patient. No patient injury reported.